Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00827, 00828, 00829.

Event description:
Allegedly revised due to miagrated stem.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis shows no trend. The package insert was reviewed. The product was not returned.